Event description:
Event determined to be reportable based on analysis approved 02/25/2008: it was reported that during an unspecified procedure, inflation difficulties were encountered. The lesion was located in the second diagonal artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. The maverick2 15mm x 2.0 mm balloon catheter was advanced for pre-dilatation of the lesion. Upon attempting to inflate the balloon, the balloon was unable to be inflated. The device was removed and another of the same device was used to complete the procedure. No pt injuries or complication were reported. The pt's status is reported as "ok". Device analysis revealed a balloon pinhole.

Manufacturer narrative:
Product analysis verified the difficulty as stated in the complaint. The balloon catheter with the balloon in a deflated state was received and blood was observed in the balloon and inflation lumen. Visual and microscopic examination of the balloon material revealed a pinhole tear in the balloon wall located 1.9 cm proximal from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records for this batch have been reviewed and this records review confirms that the device met all material, assembly, and performance specs. The most probable root cause will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device. A CAPA has been initiated to address the occurrence of balloon ruptures.